Event description:
The manufacturer received information alleging a ventilator's lcd screen was not viewable. The device was not in patient use. During the evaluation of the device at a third party service center, the device's lcd screen was found to have vertical lines and was not viewable. The device's lcd screen was replaced to address the issue.